Event description:
The patient presented to the ER after receiving several inappropriate shocks. No communication could be established from the device. It was reported that the patient is undergoing a series of radiation treatments for cancer. The device was explanted.

Event description:
The account alleges that the caregiver boards caused the device not to function, resulting in a loss of head up. No injuries were reported.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The field experience of inability to interrogate the device was verified in the laboratory. The device could not properly interrogate due to parity error, which caused the device to software reset during the interrogation. This caused the interrogation to be incomplete, which led to the no communication. The parity error was most likely induced during the patient's radiation.